Event description:
Customer reported an unexpected negative reaction when testing a patient sample with capture-r ready screen I and ii (crrs I and ii) on the galileo. The patient has a history of anti-m and anti-s.

Manufacturer narrative:
A synopsis of the final image for crrs I and ii plate 1 is as follows:cell#/well# rx strength visual interp 1 / e1 14 visually negative well, slight fuzzy background (cell is m-, s+) 2 / f1 9 visually negative well (cell is m+, s+).repeat testing:a synopsis of the final image for crrs I and ii plate 2 is as follows:cell#/well# rx strength visual interp 1 / e1 20 very slight red cell adherence (cell is m-, s+) 2 / f1 19 visually negative well, slight fuzzy background (cell is m+, s+)sample wells in both crrs I and ii plates displayed a very slight fuzzy back ground, but not enough to call positive. A service call was made. Replaced the reader assembly. Made other adjustments as necessary. Verified adjusted components with acceptable results. Performed a qc assay with acceptable results.